Event description:
It was reported that it was necessary to replace the external pulse generator (epg) while in use due to an unknown reason. Follow-up was conducted for additional information but no more information was available. The epg will not be returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that it was necessary to replace the external pulse generator (epg) while in use due to an unknown reason. Follow-up was conducted for additional information but no more information was available. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.